Event description:
Same as MDR# 6000093-2006-00283, 6000089-2006-00295 and 6000093-2006-00285 following a coronary drug eluting stenting treatment procedure there was restenosis. The pt had four taxus express2 drug eluting stents sizes 2.5x16mm, 2.5x20mm, 2.75x28 and 2.5x12mm placed in a unk coronary vessel. One day later the pt was brought back to the coronary catheterization lab with reported "restenosis 2-3 times". The pt was prescribed aspirin and plavix with dose increased to 650mg and 75mg respectively. To this date there has been no response from complaint reporter for additional information.